Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd plastipak luer-lok syringe plunger had low resistance during use, causing imprecision in administering medication. The following information was provided by the initial reporter, translated from (B)(6) to english: "the bd 20 ml syringes have the problem that the resistance of the plunger is very low, causing imprecision in the administration of the medications."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe plunger had low resistance during use, causing imprecision in administering medication. The following information was provided by the initial reporter, translated from spanish to english: "the bd 20 ml syringes have the problem that the resistance of the plunger is very low, causing imprecision in the administration of the medications."